Event description:
It was reported that the patient developed an infection. The patient was transferred to a different hospital for extraction. No further information is available.

Manufacturer narrative:
Evaluation description: analysis was normal. No anomaly was found. (B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes the lead was explanted.